Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was no battery or lead status showing on the device. It was also reported that the system does not enable another mode other than the "configured mode". The device remains in use. No patient complications have been reported as a result of this event.